Event description:
It was reported that a 3000tfx21mm was explanted at implant due to perivalvular leak. The surgeon took it out and replaced with same size same model but different suturing technique. The operative report states that the patient went off by pass and the tee showed perivalvular leak at the junction of the noncoronary and righ coronary sinuses. Bypass was reinstituted and the valve was removed. A new 21mm perimount was selected and used with pledgeted sutures. Tee was repeated and there were no evidence of any significant perivalvular leaks. After the procedure, the patient returned to the intensive care unit in satisfactory condition, having tolerated the procedure quite well.

Manufacturer narrative:
Evaluation method: no product return as it has been discarded by customer. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Based on the information available, there is no indication of a product quality deficiency during the manufacture of the device that may have contributed to this event. The event was related to surgical techniques.